Event description:
The customer stated that the insulin pump gave an alarm, then the screen went blank and counted up to the number 7. The customer stated that she changed the infusion set twice, and no insulin exited the tubing. The customer changed the reservoir and now insulin is squirting out. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed due to a protruded/loose drive support disk. The insulin pump also had a missing end cap sticker.